Event description:
It was reported that a revision surgery of the right hip was performed due to unknown reasons. Bilateral patient.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision the hemi head and modular sleeve were removed. The bhr cup, synergy stem and cable were retained. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup, hemi head and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head and sleeve. Similar complaints have been identified for the cup and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The stem and cable were omitted from the documentation review as they were retained during revision surgery and therefore not part of the current issue. No further actions are required at this time. The available medical documents were reviewed. It cannot be determined to what extent the patient¿s fall had on her pain and clinical status. The reported pain, increase in metal levels and intraoperative findings of thickened, fibrotic and pale tissue and seroma are findings consistent with metallosis; however, without the supporting pathology results, imaging and the analysis of the explanted components the source of reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: a2, b5, b6, d1, d4, d11, g3 and h4.

Event description:
It was reported that a revision surgery of the right hip was performed due to metallosis, large seroma and corrosion inside the sleeve, bilateral patient.